Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some infection identified by a pocket decubitus and some bacterial vegetation on the lead. The entire system was explanted to resolve the event and the patient was in stable condition.